Event description:
The staff responded to a code and the leads were placed on the patient so that she could be hooked up to the lifepak 20. Another nurse was turning on the defibrillator. The machine continued to tell the staff to connect the leads to the patient which they had already done. They turned it off and back on and the defibrillator still said the same thing. They pushed all the connections and they still got the same prompt. The staff tried changing to quick-combo patches and the machine did not recognize those either. Another lifepak 20 was obtained, the lead wires on the patient were connected and worked properly. There was no harm to the patient. There was no need to defibrillate the patient. The team was performing compressions and a pulse was established and the patient was transfered to cicu.